Event description:
In 2009, the patient reported that 2 months ago the luer lock on her infusion set came loose from her insulin device. She stated this resulted in her having an elevated blood glucose reading of 400 mg/dl with her target range being 70-130 mg/dl. She stated she had changed her infusion set less than 3 days before the incident and had made sure the tubing was securely locked into the adapter cap. She changed to a new tubing and corrected her reading by bolusing via her infusion device and by insulin injection. She said she did not keep the tubing or adapter in use at that time. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.